Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided the following from the foreign material survey: there was no malfunction of reprocessing accessories. No delay in the start of pre-cleaning or manual cleaning processes. The forceps elevator was moved up & down three (3) times in water during pre-cleaning. During manual cleaning they brushed around the forceps elevator and flushed detergent around forceps elevator. The customer also confirmed there was no other products /accessories involved on this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope albarran lever was torn off. The issue was found during an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end had residual liquid and the forceps elevator had foreign material from previous procedures. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the distal end had residual liquid and the forceps elevator had foreign material from previous procedures. Additional findings include the following: the connecting tube had a cut, the distal end was shaved, and the adhesive around the light guide lens / objective lens had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.